Event description:
The user facility reported they ran a diagnostic cycle without the system 1e processing tray and the unit leaked onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed that the operator performed a diagnostic cycle without a system 1e processing tray and water came out of the unit. The water was cleaned up and the water supply was shut off. The steris technician performed two diagnostic cycles with a tray and found the unit operational. The cause of the event is attributed to operator error. The system 1e operator manual (8-7) states, "step 2: prepare processor for diagnostic cycle. Place processing tray in the processor." The technician in-serviced the facility operator to place a tray into the processor before the start of every cycle.